Event description:
Clinic notes were received for a patient's generator replacement stating the device was at end of life and needed replacement. No settings or diagnostics were noted from this visit. It was later updated that the patient had passed away. An obituary was found stating the patient had passed away in the hospital on (B)(6). A review of the programming history database showed that the device was functioning as intended. A blc was also performed, estimating about 1 year until neos=yes. Attempts were made for further information however no further information was received to date. No additional information was received to date.

Event description:
A fax response was received from the physician stating the device was not explanted and that the patient had committed suicide. No further relevant information has been received to date.